Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient lost effective therapy due to lead migration. The issue was confirmed via x-rays. To address the issue, patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was restored post-op.